Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile filed. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report states that during an rf ablation, water started leaking from the grip of the device. Tap water had been used. Another device was used to complete the procedure. There was no injury to the pt.